Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was able to duplicate the reported issue. Physio downloaded the device's electronic files for review and verified the reported issue. Physio determined that the cause of the reported issue was due to the 3rd party usb data cable that was plugged into the device. Physio replaced the 3rd party usb data cable from the customer's existing inventory. After observing proper device operation through functional and performance testing, the device was put back into service.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not power on. The device also powered itself off when attempting to transmit data. There was no patient use associated with the reported event.

Manufacturer narrative:
Section g5 of the initial medwatch report indicates: combination product - blank. Section g5 combination product of the initial medwatch report should indicate: combination product - no.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not power on. The device also powered itself off when attempting to transmit data. There was no patient use associated with the reported event.

Manufacturer narrative:
Physio-control evaluated the removed third party usb data cable and observed the cable to be kinked and shorted, causing the device to power off.

Event description:
The customer contacted physio-control to report that when attempting to power on their device, it would not power on. The device also powered itself off when attempting to transmit data. There was no patient use associated with the reported event.